Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported they were still urinating a lot. They increased amplitude and were going to monitor symptoms and adjust stimulation if needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they still were not experiencing symptom relief, they urinated a lot and had developed a rash. With instruction they connected to the implant and increased the setting from 0.9 to 2.3 on program 3. Patient was going to monitor symptoms for at least 3 days before making another adjustment. They said that bowels were coming up sometimes brown and sometimes black, which started a couple months prior. They also mentioned the pain in their back had not subsided. They thought the ins moved a couple of days prior, no falls or trauma occurred. The patient was redirected to their healthcare provider to report pain and provide symptom update.